Event description:
It was reported that the 9800 system made a popping noise from the tube during a procedure. The procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The high voltage cable was re-greased and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.